Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal / pelvic floor. It was reported that the patient experienced a sudden loss or change of therapy in the last 2-3 weeks and their symptom of diarrhea has returned. The patient turned stimulation up but it was not effective; the patient confirmed they can feel stimulation. The patient is planning on following-up with their health care provider (hcp) about changing the program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.